Event description:
The biopsy needle fired as it was supposed to, but when withdrawing the needle, the sample notch opened up while still in the tissue allowing the sample to slip out. No sample was obtained. Pt had to have a repeat biopsy procedure.